Event description:
It was reported that the device overheated while the equipment was being tested. There was no pt involvement. There was no medical intervention or any adverse consequences as a result of this event.

Manufacturer narrative:
The attachment was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was due to no lubrication visually confirmed in the bearings of the attachment. No lube reduces the rotational properties of the components causing the failure. The no lube condition likely occurred through use over time at the account. The attachment was scrapped.